Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 07:00:17 on (B)(6) 2024. At 08:30:16, an arrhythmia was detected. ECG shows svt @ 180 bpm. At 08:31:26, the patient received the inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 180 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs. The electrode belt was disconnected at 09:16:39 on (B)(6) 2024.